Event description:
Trinity revision scheduled for (B)(6) 2024 due to pain and reported poly wear.

Manufacturer narrative:
Per - (B)(4) initial report additional information including whether the explants will be available for examination following the revision, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, how long after primary surgery did the pain start, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery was requested in order to progress with the investigation of this event. The reporter stated that the devices had been implanted for approximately 2 years and 9 months prior to the pain starting and that there was no apparent trauma post primary surgery. The other information could not be provided. The explanted devices will be returned to corin following the revision and will be reviewed. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the shell, hxlpe liner and cocr modular head after approximately 3 years and 10 months due to pain and poly wear. Please note: the revision was originally scheduled for (B)(6) 2024, however, it has been confirmed that the revision was brought forward and was performed on (B)(6) 2024.

Manufacturer narrative:
Per -6127 final report additional information including whether the explants will be available for examination following the revision, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, how long after primary surgery did the pain start, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery was requested in order to progress with the investigation of this event. The reporter stated that the devices had been implanted for approximately 2 years and 9 months prior to the pain starting and that there was no apparent trauma post primary surgery. The other information could not be provided. The explanted devices were returned and examined. Based on this review and the information provided it has been concluded that there are two possible reasons for the dislocation. Either the liner has fractured post primary surgery and subsequently has disassociated with the shell. This has resulted in the modular head articulating in the bottom of the acetabular shell. Or the liner has disassociated with the shell first, resulting in the modular head articulating in the bottom of the shell. The liner has then fractured after the disassociation. Based on what information could be provided it cannot be determined which of these events has actually occurred and thus the root cause cannot be fully determined. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted and the root cause could not be determined. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.